Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this device system, noise and oversensing were observed and were unable to be resolved. For this reason, the device and associated lead were removed and replaced with another boston scientific system. Both this device and lead, will be returned for laboratory analysis. No resulting adverse patient effects have been reported.

Event description:
It was reported that during the attempted implant of this device system, noise and oversensing were observed and were unable to be resolved. For this reason, the device and associated lead were removed and replaced with another boston scientific system. Both this device and lead were received for laboratory analysis. No resulting adverse patient effects have been reported.

Manufacturer narrative:
The returned ICD was thoroughly inspected and analyzed upon receipt. Visual inspection of the device identified a cored out hole in the rv setscrew seal plug. This was likely induced during wrench insertion/withdrawal at the time of attempted implant. The clinically-observed noise on the rv channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.